Manufacturer narrative:
(B)(4). Corrected data: concomitant medical products and therapy dates: generator and handpiece.

Manufacturer narrative:
(B)(4). Batch # unk. Date of event is unknown. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed.

Event description:
It was reported that during a review of a journal article, title: transoral endoscopic thyroidectomy for papillary thyroid microcarcinoma: initial experience of a single surgeon. Author/s: young jun chai*, jung kee chung*, angkoon anuwong1, gianlorenzo dionigi2, hoon yub kim3, ki-tae hwang, seung chul heo, ka hee yi4, kyu eun lee5. Citation: ann surg treat res 2017;93(2):70-75 / https://doi.org/10.4174/astr.2017.93.2.70. The purpose of this retrospective study was to present the surgical procedures and initial outcomes of toet in the treatment of papillary thyroid microcarcinoma (ptmc) patients. Between jul 2016 and feb 2017, a total of 10 female patients (mean age 43.3 ± 11.5 years, mean bmi 24.6 ± 8.9 kg/m2) were included in the study. Seven patients underwent thyroid lobectomy and 3 patients underwent isthmusectomy. In all patients, they lifted the superior pole of the thyroid gland and ligated superior thyroidal vessels with a harmonic ace +7 (ethicon). Postoperative complication included transient vocal cord palsy (n=2); vocal cord movement recovered within 3 months after the operation. Toet was feasible and could be performed safely for ptmc. Toet might become a new treatment option for the patients who do not want to leave visible scars on the body.